Event description:
After successful cardioversion of a patient while the patient was covered with a reflective warming blanket, clinical staff performing the procedure noticed a burning smell coming from under the blanket. Small first or second degree burns, possibly related, were noted under the defibrillation hands-free-pad electrodes. Testing of the reflective blankets found them to conduct defibrillation current while the manufacturer's documentation indicated that they were non-conductive. Manufacturer response for warming blanket, mistral-air (per site reporter): the manufacturer had a team of engineers and quality assurance representatives visit the facility to investigate the incident. Together with that team, we repeated tests that led us to conclude that these reflective blankets conduct defibrillation current. Manufacturer response for defibrillator, physio-control (per site reporter): the manufacturer has indicated that they may visit the facility to perform testing on this defibrillator.